Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#( B)(4), implanted: (B)(6) 2012, product type: lead. Information pertaining to this event was previously reported. See rr# 3004209178-2018-03723. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimulation was not targeting the right area so the healthcare provider (hcp) repositioned the patient's leads (on t-8) in early 2013 to try and capture the patient's lower back like it did during the trial. It was noted there was no allegation made about the device function. The revision was reportedly unsuccessful. It was indicated that the stimulation did not target the patient's low back (s-1) and the legs were limited, but the patient still used the stimulation because it did give her relief. Information was received from the patient who reported they were implanted 2012/2013, leads had to be re-positioned one month later. It was not effective in reducing lower back pain. They were programmed many times with no results. Actions/interventions take was patient had surgery (B)(6) 2017 to fuse l4-5, and during that time they had the stimulator removed including wire and leads has it did not help their lower back. Device did not help with patient's pain even after many re-programming session with manufacturer representative. Patient's weight at time of event was (B)(6).